Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited noise. It was attempted to reposition the lead, but the insulation was breached. The lead was explanted and replaced.